Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as no lot number was provided. A device history review cannot not be conducted as no lot number was provided. (B)(4). Per the instructions for use, the user is advised the following: to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a vcare 200a - medium, was being used on approximately (B)(6) 2021 during an unknown procedure and the ¿unit came apart in patient. All pieces were found and removed.¿ there was no report of impact or injury to the patient. Further assessment questions have been sent, but to date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-6085-201a vcare 200a - medium, was being used on approximately (B)(6) 2021 during an unknown procedure and the ¿unit came apart in patient. All pieces were found and removed¿. There was no report of impact or injury to the patient. Further assessment questions have been sent, but to date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.